Manufacturer narrative:
(B)(4).

Event description:
A customer from USA reported: I went to unplug it and the cover came off in my hand. Reckon I'll have to glue it back together. Delay in therapy: no. Need for medical intervention: no. Patient involvement: no. Human harm: no.